Event description:
It was reported that this electrode, which was recently implanted, looked superficial under x-ray. The shock coil looks slack because it is located in a fat layer. Also, no defibrillation testing was done at implant due to the patient's condition. Technical services advised some options. Later, the electrode was successfully repositioned. There were no additional adverse patient effects. The electrode remains implanted.